Manufacturer narrative:
No reported patient or surgical involvement. Device is an instrument and is not implanted or explanted. Product investigation summary: one (1) helical blade inserter was received with the complaint category of ¿does not/will not function: functional issue, unspecified.¿ a device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the device was received with the alignment indicator spinning independent of the shaft as reported. The alignment indicator could be disassembled with force. It was observed that the internal pin in the alignment indicator is broken and significantly deformed, which resulted in the spinning of the alignment indicator. Per the technique guide, hammering is only to be applied to the back of the coupling screw. Further, the breakage is preventing ease of assembly and disassembly. The complaint condition is confirmed, consistent with the reported condition, and can be replicated. No definitive root cause was able to be determined; however, the failure mode is consistent with rough handling and impaction of the alignment indicator. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The investigation shows that the helical blade inserter is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. A review of the current design drawing revision for the top level assembly and the alignment indicator component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Service history review: no service history review can be performed as part 357.372 with lot 5417481 is a lot/batch controlled item. The manufacture date of this item is january 9, 2007 (release to warehouse). The service history review is unconfirmed. Device history record review: release to warehouse date: january 9, 2007 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that the handle of a helical blade inserter was spinning independently of the shaft. The issue was discovered during sterile processing with no reported patient or surgical involvement. Upon evaluation of the returned product, which was completed on (B)(6) 2016, it was determined that the pin within the alignment indicator was broken and significantly deformed. As such, the device was re-assessed for reportability and found to represent a reportable incident. This report is 1 of 1 for (B)(4).